Manufacturer narrative:
The affected device was analyzed by dräger service and no malfunction could be detected in a complete test according to specification. The evaluation of the log entries showed that on the day of the event at 7:29 am a memory leak caused a performance drop in the microprocessor system, whereupon the safety software initiated a warm start of the cockpit to solve the problem. Between 7:29 am and 7:50 am there was a gap in the logbook entries. At 7:51 am a warm start of the ventilation unit was carried out, after which the ventilation was automatically resumed. From the available information an exact cause cannot be determined; actuation of the main switch in response to the cockpit restart is, however, a possible explanation for the missing logbook entries and the subsequent warm start of the ventilation unit. The device has generated an alarm as specified, in order to alert the user to the malfunction. In the event of a complete loss of function of the ventilator, the safety valve automatically opens against the environment and thus enables the patient to spontaneously breathe.

Event description:
It was reported that between 7:00 am and 9:00 am the device failed during the ventilation of a patient and performed a warmstart. According to the user the v500 did not continue ventilation, but generated an audible alarm. No injury was reported.